Manufacturer narrative:
Due to character restrictions in block e1 , e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during maintenance, the cs300 intra-aortic balloon pump (iabp) missing the knob used to turn on and off the helium cylinders. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) noticed that the pump was missing the knob used to turn on and off the helium cylinders. (Normally, there is such a knob hanging on a chain by the pump, but here it was missing. Given an offer to buy: (B)(4) ¿ cylinder valve knob. Customer asked fse to refresh the quotation but if they will order the part, they will change it by themselves.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, correted data : h6 (type of investigation).